Event description:
Patient was approximately 2.5 hours into her dialysis treatment. Patient became ill, vomiting bright red blood & having bright red blood in colostomy bag. Patient transferred to hospital, upon admission blood was found to be hemolyzed.